Event description:
Venous access nurse attempted to place PICC line in left upper arm. Venous access nurse noted PICC line to curl and unable to place in superior vena cava. Physician notified and received order to remove PICC line. Venous access nurse attempted to pull back on PICC and met resistance with approximatly 5cm of catheter still within left basilic vein. X-ray of left humerus ordered which revealed PICC catheter to be knotted. Surgeon contacted and removed catheter with gentle pressure. The entire catheter removed intact. The right midline placed without difficulty for venous access.======================manufacturer response for PICC line, cook spectrum turbo ject PICC set (per site reporter)======================will send a replacement set to facility.